Event description:
Received a report from a consumer indicating a portion of the tampon pledget separated during removal of the tampon. Consumer was able to remove the remaining piece without difficulty. Consumer further advised has used this brand before without incident. No injury reported.

Manufacturer narrative:
We have requested and awaited the consumer's return of product for evaluation, and date code information for investigation.